Event description:
It is reported that the patient was revised due to breakage, dislocation, loosening, and wear. During the revision surgery the articular surface was found to be in front of the tibial tray,

Manufacturer narrative:
This report will be amended when our investigation is complete.